Event description:
Patient has had pain in her left knee, swelling, and knot about the size of a large marble. In 2007, the pt and her physical therapist noted that the swelling and pain would not go away. Her physician therapist told her that the screw may be backing out. At on or about three months later, she saw the doctor and he did not think anything was wrong at the time. In between visits she saw an orthopedist; he also thought the screw was too long. About 2 months after, they went back to the original doctor and he told them the screw may be too long and he may need to file it down. No other information is available at this time.

Manufacturer narrative:
Product recall initiated august 21, 2007. No product is being returned for evaluation.